Event description:
It was reported that there was right atrial (ra) lead undersensing noted on the electrogram. The lead remains in use. No patient complications have been reported as a result of this event.